Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The jaw is fractured at the base of the joint. The fracture surface shows signs of corrosion. The rest of the fracture surface is ductile - a sign of an overload fracture. The pliers insert has been damaged by mechanical overload. The corrosion indicates preliminary damage. The event is filed under internal karl storz complaint ID (B)(6).

Event description:
It was reported that there was event with a clickline metal handle according to the information received, during the process of a laparoscopic procedure, an instrument which was used, snapped and when it was taken out, it was discovered that the end blade was missing and must have fallen inside the patient. Patient x-rayed to confirm location & snapped piece removed additional patient information is not available.